Manufacturer narrative:
Additional device product codes: gfa, gff, hsz. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed for part # 310.21, lot# h347509: date of manufacture: 08 may 2017, manufacturing location: (B)(6), expiration date: n/a: a review of the device history record revealed no complaint related anomalies. The device history record shows lot h347509 of 2.0mm drill bits was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record(s) determined the component lot h341959 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 9942927 met all specifications with no issues documented that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery for ankle fusion was performed on a patient due to nonunion, thus removing two (2) previously implanted unknown cannulated screws (unknown manufacturer) and then implanting one (1) variable angle (va) locking compression plate (lcp) anterolateral plate and one (1) quarter tubular plate from the modular foot set. This revision surgery was performed on (B)(6) 2017. While implanting the va lcp anterolateral plate the surgeon was drilling with a 2.0 mm drill bit when the drill bit struck the already implanted 2.7 mm va locking screws and the tip broke. The drill bit tip was retained in the distal tibia and the shaft was removed, causing a one (1) minute delay in surgery. Then, while implanting the quarter tubular plate of the modular foot set, a 2.7 mm cortex screw did not engage the screwdriver. The screw was immediately replaced with another 2.7 mm cortex screw available at the time, this caused a thirty (30) second delay. There was a total of one (1) minute and thirty (30) seconds of surgical delay. Unknown number of additional x-rays were conducted to confirm the presence of broken drill bit in the distal tibia, none was required for the screw that did not engage. Procedure was completed successfully. Concomitant devices reported: drill (part# unknown, lot# unknown, quantity# 1), cannulated screws (unknown manufacturer, quantity# 2), unknown screws, 2.0 mm (part# unknown, lot# unknown, quantity# unknown), quarter tubular plate from modular foot set (part# unknown, lot# unknown, quantity# 1), screwdriver (part# unknown, lot# unknown, quantity# 1), va lcp anterolateral plate (part# 02.118.202, lot# unknown, quantity# 1) . This report is for one (1) 2.0mm drill bit/qc/125mm. This is report 1 of 1 for complaint (B)(4).